Event description:
A report was received that the patient's ipg had migrated. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
A report was received that the patients ipg had migrated. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.